Event description:
It was reported the devices ventricular channel was out of calibration. The device was returned for calibration / repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the devices ventricular channel was out of calibration. The device was returned for calibration / repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the ventricular channel was out of calibration. Analysis did find that one side bail cover was broken and the battery contacts were compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.